Event description:
It was reported that prior to the start of a da Vinci-assisted procedure, the system displayed error 307. An Intuitive Surgical Inc. (ISI) Technical Support Engineer (TSE) guided the site to restart the system; however, the issue persisted. The customer confirmed the ports were not placed and the case was converted to laparoscopic surgery and no injury reported.

Manufacturer narrative:
An Intuitive Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The FSE performed a fault check and identified a malfunction in the Personality Module Surgeon Console (PMSC), which generated multiple 307 and 281 error messages. PMSC was replaced to resolve the issue. The system was tested and verified as ready for use.This report was impacted by the eMDR scheduled maintenance occurring (b)(6) 2026.